Event description:
The technician alleged the brake caster swivels while in brake mode. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters and brake steer caster to resolve the issue.